Manufacturer narrative:
The customer¿s report of a crack and leaking at the filter was not confirmed. Visual inspection showed no issue with the filter component. However a 0.172 inch long tear in the silicone segment was noted directly below the upper fitment . Functional and pressure testing confirmed no leaking from the filter. The root cause of the customer's report of a damaged filter component was not identified. The cause of the observed tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack with leaking in the filter piece of an IV tubing during an unspecified infusion in the cvicu. There was no patient harm.